Event description:
It was reported that a patient underwent a sling procedure and experienced incontinence after several weeks. The patient also experienced hematoma on an unknown date. The device remains implanted. No further information was available.

Manufacturer narrative:
No conclusion can be drawn at this time.